Event description:
It was reported that a malfunction alarm occurred. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the reset, and informed the customer that they could continue using the pump.